Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for 1 colony forming unit (cfu) of acinetobacter baumanii and 6 cfus of staphylococcus epidermis. The air and water channels were sampled. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device has been returned to olympus for evaluation, however, the evaluation is currently in process. Prior to the device evaluation, the device was sent out for additional testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection reported. The scope channels were precleaned with amosclean. The scope channels were aspirated with water and the air/water channel was flushed. The operating channel, operating port channel and the distal end/area around the forceps evaluator were manually cleaned using anios clean and brushed with brushes reference d3748. The scope was not manually disinfected. The customer uses the olympus series 4 for automatic endoscope reprocessoring (aer) for reprocessing, along with cln detergent and paa (disinfectant). The aer was not cultured. The scope was in a surestore cantel. Olympus was used for repair and maintenance. The scope was not sterilized. The culture test was not carried out on the aer. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for suction cylinder at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the universal cord had a wrinkle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviation from the device reprocessing instructions caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU also warns in ¿5.5 manually cleaning the endoscope and accessories, brush the channels¿ as follows: "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk". Olympus will continue to monitor field performance for this device.